Manufacturer narrative:
Rotor rub and corrosion of the drive shaft bearing were identified as the probable cause of the overheating.

Event description:
The core impaction drill was sent in for evaluation due to overheating during a procedure. The procedure was completed with another device; no adverse event was associated with the drill.